Event description:
Pt lost their ability to swallow after vns implant and a feeding tube was subsequently placed. It was also reported that the pt was unable to work or feed self after vns implant. Treating neurologist indicated that the event was not related to the vns therapy system and was most likely due to the pt's pre-existing health issues (cerebral palsy, developmental delay, intractable epilepsy. Lennox-gastaut syndrome). Neurologist indicated that the pt had been wheelchair-bound for years.